Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain and high cobalt and chromium levels.

Manufacturer narrative:
Concomitant medical product(s): 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 61347742; 00596001452 femoral component precoat size d right compatible with lps-flex prolong 61354057; 00620005622 shell porous with cluster holes 56 mm o.d. 61310935. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records indicated adverse local tissue reaction secondary to morse taper corrosion (trunnionosis). There was evidence of taper corrosion characterized by smudged or smeared appearance of metal debris deposit of metal material and a ring at the base of the taper. There was a modest amount of the periarticular fibrosis and cell death.

Manufacturer narrative:
This follow-up report is being filed to report additional and correction information. Concomitant medical products - 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 61347742, 00596001452 femoral component precoat size d right compatible with lps-flex prolong 61354057, 00620005622 shell porous with cluster holes 56 mm o.d. 61310935.